Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 17 mmol/l. The customer some cracks around the reservoir compartment. The damage occurred on the beach. The insulin pump will be returned for analysis.